Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the knob on the back of the cup inserter broke off and fell to the floor during cup impaction. The remaining portion of the handle was used to complete the case. All pieces retrieved from the patient.